Event description:
Caller reported that tandem charging supplies began burning or melting. There was no reported impact to the customer¿s blood glucose level. The customer could not return the items, so cts decided to send a goodwill replacement charging cable and adapter.